Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures. If thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. Missing info from medwatch sent in by hosp risk mgmt.

Event description:
It was reported that an angio-seal was selected for use post cardiac catheterization. The physician states that he had difficulty deploying the device into the pt's right femoral arteriotomy. A femostop and manual compression were applied to the groin to control bleeding. The next day, the pt underwent coronary artery bypass grafting. When the pt returned from surgery, her right leg and foot were cold and pulses were absent. The pt was taken to vascular surgery and the angio-seal anchor and suture were removed.